Event description:
It was reported that the leads were explanted due to reasons including infection, unspecified malfunction, and "caritas" perforation. The leads were explanted without reported patient consequences. No further information was reported.